Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised customer to cancel the guided tool change on the camera and then manually re-insert the endoscope. The customer confirmed that the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to customer setup.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated calibration kept failing on the 30-degree endoscope. The scope's orientation kept flipping to the incorrect direction. Technical support engineer (tse) advised customer to cancel the guided tool change on the camera and then manually re-insert the scope. The customer confirmed the issue was resolved and continued with case. The procedure was completed as planned with no reported injury.